Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon expressed frustration with the quickset u-joint hex screwdriver. The tip of the driver was ¿sticking¿ too much and would not easily disengage with cancellous screw heads. Upon inspection the tip of the driver was visibly deformed resulting in a tighter than normal pressfit. Replacement is required. Was surgery delayed due to the reported event? No. Were fragments generated? No. Patient status/ outcome / consequences: no.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the instrument associated with this report was not returned. The root cause could not be determined. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.